Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial signals. Technical services (ts) was contacted and follow up was recommended. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).